Manufacturer narrative:
Investigation summary: one used and one unused sample was provided to our quality team for investigation. Through visual inspection, the membrane of the used sample was observed to be displaced from its original location, verifying the reported incident. After decontamination, the membrane was placed back into the correct position and functional testing was performed in attempt to recreate the reported incident. A syringe filled with liquid was attached to the connector. Various amounts of pressure was applied to the system, in all instances the membrane remained in tact and no leakage or disconnection of the membrane occurred. A device history review was performed for reported lot 2404507, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the membrane is properly positioned and welded within the connector housing. Results were reviewed for the reported lot and no issues were identified. Retained samples of lot 2404507 were used for additional evaluation. All products were inspected, no damage or other defects were observed on any of the devices. Functional testing was completed, liquid was able to move from the syringe through the IV line without issue. Testing was completed with the clamp of the IV line both open and closed, in all instances there was no leakage observed and no disconnection of the membrane occurred. Back pressure testing is performed during manufacturing to verify the pressure the membrane can withstand. This testing was performed on the retained samples as well as the samples provided, results verified all product met required specification. Based on our quality team's investigation, we cannot identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 515070, batch # 2404507. Verbatim: we had 2 additional incidents with connectors "popping" today. This is occurring when flushing the line.